Manufacturer narrative:
(B)(4). The analysis results showed that the tx30v device arrived in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. Event could not be confirmed as no cartridge was returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Sixty-eight attempts have been made to have device returned. Device location is unknown.

Event description:
It was reported that during a hepatectomy procedure, there was an incomplete staple line. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).